Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-pump won't run alarm is the dso sensor. The most probable cause for visible air in line is user error, most probably cause by medication being added too quickly or the pump was not primed appropriately; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. Bubbles were present in the cassette tubing. Troubleshooting was performed and the pump continued to alarm. Res volume was 53, rate at 2.1, and 43 was given. No patient injury was reported.